Manufacturer narrative:
E1. Phone number continued: (B)(6) e1. Fax number continued: (B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, d6a, e1

Event description:
Healthcare professional reported "rupture of the device-per imaging and surgery." This record is for the right side. The device has been explanted.

Event description:
Healthcare professional reported "rupture of the device-per imaging." This record is for the right side. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Clarification b3 (date of event): rupture visible on imaging in (B)(6) 2024. Continued e1 (phone no.): tel.: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d.6a., h.6., h.11.

Event description:
Healthcare professional reported "rupture of the device-per imaging." This record is for the right side. The device has been explanted and replaced with a non-abbvie device.

Event description:
Healthcare professional reported "rupture of the device-per imaging and surgery." This record is for the right side. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening and missing shell and orientation dot observed assessed as inconclusive no additional observations performed on the device. No further actions are required.